Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The sample was returned. Based on the condition in which the sample was returned, the investigation is confirmed for a complete circumferential balloon rupture, sheath retraction issues and detachment of the balloon and catheter. The balloon rupture likely caused the retraction difficulties and the retraction difficulties likely contributed to the balloon and catheter detachment. It is unknown if the rupture was caused by depressurizing the balloon, as the balloon reportedly ruptured at 13atm, which is close to the rbp of 14atm for this balloon. Based upon the available information, the definitive root cause for the balloon rupture could not be determined based on the condition of the returned sample (stretching of the guidewire lumen), it is likely that excessive force contributed to the balloon detachment.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta dilatation balloon ruptured after three inflations at 13atm and the balloon was then unable to be retracted into the introducer sheath. A surgical cutdown was performed to remove the balloon catheter from the vessel. The patient recovered without any further consequences.